Event description:
The customer reported that there was a burning odor.

Manufacturer narrative:
(Conclusions) - the investigation found that the viewing substation (visub) was not booting up. The problem was caused by a defective power supply for the image drives 2 and 3. Based on trending analysis it was concluded that there is no exceptional replacement rate for this component. There is no required mandatory field action.